Event description:
It was reported that right hip revision surgery was performed due to adverse local reaction to metal.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head and sleeve were removed. The bhr cup and anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. No part/lot numbers were provided; hence documentation review could not be completed. The available medical documents were reviewed. Bilateral revisions were performed 7 years post implantation. Cobalt and chromium levels august 2017 were 16.83 and 3.2ng/ml respectively. An MRI showed alval bilaterally. The revision intraoperative findings for the right side were adverse tissue reaction and trunnionosis. Pain, elevated cobalt and chromium levels, pseudotumor, alval and trunnionosis are consistent with findings associated with metallosis; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. It was noted that use of a competitor¿s (biomet) dual mobility liner was implanted with the bhr cup at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.